Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. The issue is therefor not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h4 ( device mfg date ) was incorrectly documented in the initial report . The correct h4 ( device mfg date ) has been updated.

Event description:
A customer reported obtaining unspecified low readings from the adc freestyle libre sensor that were lower than she felt. The customer, who is bedridden, felt tired and had contact with a healthcare provider who obtained a reading of "400-500" mg/dl, diagnosed her with hyperglycemia, and administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining unspecified low readings from the adc freestyle libre sensor that were lower than she felt. The customer, who is bedridden, felt tired and had contact with a healthcare provider who obtained a reading of "400-500" mg/dl, diagnosed her with hyperglycemia, and administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.